Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the patient experienced mesh erosion, subsequent surgeries, pain, dyspareunia, bleeding, persistent fever, bowel problems and urinary incontinence. Complainant states implantation of the products occurred on (B)(6), 2010 but did not specify which product was implanted on which date.all other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the patient experienced mesh erosion, subsequent surgeries, pain, dyspareunia, bleeding, persistent fever, bowel problems and urinary incontinence. Complainant states implantation of the products occurred on (B)(6) 2010 and (B)(6) 2010 but did not specify which product was implanted on which date. All other information is unknown and unavailable.